Event description:
As reported, the commander delivery system was prepared minus 1cc and the balloon ruptured (partially) during valve deployment prior to complete expansion of the valve. The commander delivery system was removed over the wire with no resistance. A non-edwards balloon was prepared and used for post dilatation. The valve was positioned well. No complications were noted. Inspected the balloon outside the body, noted a smaller hole at the proximal segment of the balloon. The perceived cause of the smaller hole at the proximal segment of the balloon was calcium interaction upon inflation.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery was provided by the site therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Review of manufacturing mitigation is captured in an existing technical summary. Review of instructions for use (IFU) or training material is also captured in the technical summary. No complaint history or lot history review was performed. An existing technical summary has been documented for root cause analysis on balloon burst during transcatheter heart valve (thv) deployment. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. A review of edwards lifesciences risk management documentation was performed for this case. There was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. No further action is required. The complaint for failure balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing nonconformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per follow up information, there was presence of moderate calcium in the patients annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction between the balloon and the struts of the degenerating preexisting valve can compromise the structure of the balloon wall, even a low implantation pressure, through mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. An existing technical summary applies to this event therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.